Manufacturer narrative:
The insulin pump passed the rewind basic occlusion test, prime test and displacement test. However, unit received stuck in the motor error loop during bolus basal delivery and position encoder error alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and no anomaly was noted. Device was received with cracked case at lcd window corners and battery tube threads. Device received with scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 256 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.